Event description:
This was reported through a literature review. The study sought to compare the safety (resistance to damage) and efficacy (ability to cross the side branch) of polymer coated (pilot 50 or whisper ms) and non-polymer coated (balance middle weight or floppy ii) guidewires in the jailed wire technique used during the percutaneous treatment of bifurcation lesions. After the procedures, the guidewires were evaluated by stereoscopic microscopy. Retrieval damage included polymer damage for the polymer wires and stretched coils /broken cores for the non-polymer wires. Difficulty to cross the side branch was reported in all four groups. Additionally three relevant peri-procedural acute myocardial infarctions (ami) occurred. It was concluded that polymer coated guidewires were significantly more resistant to retrieval damage than non-polymer-coated wires. Additionally as the induced damages did not correlate with the clinical events, it was suggested that polymer-coated wires can be recommended for the jailed wire technique. Details are listed in the article, titled "structural damage of jailed guidewire during the treatment of coronary bifurcation lesions."

Manufacturer narrative:
B3: date of event: date of event: estimated. D4: the UDI number is not known as the catalogue number was not provided. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed because the part/lot numbers were not reported. The reported patient effect of myocardial infarction is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary procedures. The investigation was unable to determine a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional malfunctions reported and the article are captured under a separate medwatch report #. The additional devices referenced and reported in the article are captured under separate medwatch report #s.